Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to print the code summary during a patient event, their device unexpectedly cycled powered on it's own. There were no adverse effects to the (B)(6) year old woman.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue through the device's electronic records. Physio replaced the power pcb assembly, battery power cable assembly and the battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to print the code summary during a patient event, their device unexpectedly cycled powered on it's own. There were no adverse effects to the (B)(6) woman.